Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that in one hip, either a calcar or posteromedial neck crack or fracture occured during preparation of the femur or impaction of the implant. The hip was treated with cerclage wire fixation.

Manufacturer narrative:
No device or photos were received; therefore the condition of the component is unknown. The part and lot number is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search cannot be completed since the part and lot number is unknown. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.